Event description:
Pt was in complete heart block being paced by a portable defib/pacer during ambulance transport, from emergency dept to another hosp across town. At 12:30 pm the monitor went blank. CPR was initiated and sustained until pt's care was taken over by other hosp's emergency room staff. There was no ac outlet operating on ambulance. There was no back up battery. Pt was in full cardiopulmonary arrest when accepted by other facility. Pt died in the emergency dept.